Event description:
The customer reported that the 840 ventilator stopped cycling. No pt involvement. Covidien technical support engineer (tse) troubleshoot this issue with the customer over the phone and suggested the analog interface be replaced. Covidien was not authorized to evaluate the device.